Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2009. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter strut perforation with multiple struts piercing the anteromedial, anterior, posterolateral, and postomedial walls of the ivc with one strut impinging on the right psoas muscle, another lying anterior to the lumbar vertebra and prevertebral structures, and yet another impinging on prevertebral structures. In addition, there is a 28.60 degree anterior tilt of the ivc filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter strut perforation with multiple struts piercing the anteromedial, anterior, posterolateral, and postomedial walls of the ivc with one strut impinging on the right psoas muscle, another lying anterior to the lumbar vertebra and prevertebral structures, and yet another impinging on prevertebral structures. In addition, there is a 28.60 degree anterior tilt of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter strut perforation with multiple struts piercing the anteromedial, anterior, posterolateral, and postomedial walls of the ivc with one strut impinging on the right psoas muscle, another lying anterior to the lumbar vertebra and prevertebral structures, and yet another impinging on prevertebral structures. In addition, there is a 28.60 degree anterior tilt of the ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The following additional information was received per medical records: the patient presented with left leg dvt on anticoagulation therapy and was high risk for recurrent pe. The right femoral vein was used to access the ivc. A vena cavogram was taken and showed no signs of clotting in the 28mm ivc and the renal vein was located well above the l2-l3 nerve space. The optease filter was deployed at the l2-l3 interspace without difficulty. That patient tolerated the procedure well and without complication. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 10 years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt, strut perforation impinging the prevertable structure and strut perforation impinging the psoas muscle. The patient also reports suffering from right side pain and constipation. The patient reports the anterior medial filter strut is piercing the anteromedial wall of the ivc (8.29mm), anterior filter strut is piercing the anterior wall (12.16mm), the antero lateral strut is piercing the anterior lateral wall (12.78mm), posterolateral filter strut is piercing the posterolateral wall of the ivc (12.56mm) and impinging on the psoas muscle, the posterior filter strut is seen piercing the wall of the ivc posteriorly (9.29mm) and is seem lying anterior to the lumbar vertebra and prevertebral structures, and an anterior tilt (28.60 degrees) of the ivc filter is noted.

Manufacturer narrative:
(Concomitant medical products: cordis emerald guidewire, dilator, trapease trocar, nasal cannula, medline angiograph pack, cook percutaneous needle, medex injection tubing, microtech femoral angio drape, optiray 320 prefilled syringe) complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have presented to hospital with a left leg deep vein thrombosis (dvt) despite anticoagulation therapy and was at high risk for recurrent pulmonary embolism (pe). The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately ten years after the filter implantation, the patient became aware that the filter was associated with perforation with multiple struts piercing the anteromedial, anterior, posterolateral and posteromedial walls of the inferior vena cava (ivc). One of these struts was also reported to be impinging on the right psoas muscle and a second strut was lying anterior to the lumbar vertebra and pre-vertebral structures and a third strut was impinging on the pre-vertebral structures. The filter was also reported to have a 28.60-degree anterior tilt. The patient further reported having experienced right-sided pain and constipation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain and constipation experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.